Event description:
A malfunction alarm with code malf 16 occurred, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a corrective action, a replacement pump will be provided, and the customer will use multiple daily injections as a backup therapy.